Event description:
It was reported that the implantable cardioverter defibrillator was unable to pair to the mobile application due to a suspected bluetooth malfunction. No intervention was performed. There were no patient consequences.

Event description:
New information received indicates that the device was again able to be interrogated in clinic but was still unable to pair. No intervention was reported. No patient consequences were reported.

Event description:
New information received indicates the patient presented for a follow-up. An in-clinic interrogation was performed with no issues. The patient did not bring their mobile device so re-pairing was not able to be attempted. No further intervention was performed.

Manufacturer narrative:
The reported event of inability to communicate via ble was confirmed. Based on the review of the information provided, it was confirmed that a memory corruption had occurred, resulting in the loss of ble connectivity.